Event description:
It was reported that tandem mobi pump generated cartridge alarms, including cartridge alarm 34, which led to high blood glucose readings displayed as ¿high.¿ customer¿s blood glucose level exceeded normal range, but specific value was unknown and no third-party medical assistance was required. Customer administered correction insulin by injection and planned to use multiple daily injections as backup therapy, while technical support confirmed the alarms, arranged replacement pump shipment with updated software, provided instructions for storage mode and pump return within specified time frame, and advised customer to reprogram pump settings and reconnect continuous glucose monitor once replacement pump was received.